Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that since the patient¿s system was implanted, the stimulation hasn¿t been hitting the same area as it was with their previous device. It was also reported that the patient charges a lot. The manufacturer representative adjusted the patient¿s stimulation intensity to 16 ma. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the patient charging often was high settings. The issue has not resolved because the patient uses high settings. No further complications were reported.